Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with fortum intraperitoneally (1 gram, frequency and duration not reported) and amikacin (125 milligrams, route, frequency and duration not reported) for peritonitis. The patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.